Event description:
The user reported that the product stopped working.

Manufacturer narrative:
During our investigation of this pad we found that all the stats were bent and discolored. One stat was bad and broken. Numerous leads were bent and out of place. The heater wire was also out of place. This pad was misused and the user did not use it per the instructions.